Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2015, inratio: 1.4, lab: 2.1. Time between testing: few hours. Therapeutic range: 2.0 - 3.0. Finger was touching sample well when sample was applied.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. A review of in-house testing was performed; retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected result. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to undergo hemodialysis due to low kidney function. Inflammatory kidney diseases and end stage renal disease requiring hemodialysis were identified as conditions that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the monitor was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.